Manufacturer narrative:
(B)(4). This report is for a break in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The patient was treated with unknown antibiotics intraperitoneally (dose and frequency not reported) for the event. The patient was retrained on proper aseptic technique. It could not be assessed if the patient had recovered from the event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a break in aseptic technique during peritoneal dialysis (pd) therapy, resulting in peritonitis. The breach in aseptic technique was further specified as touch contamination by the patient. On the same day as the event, the patient was hospitalized. The patient was discharged from the hospital 5 days after the event. Dianeal therapy was ongoing. Treatment for peritonitis was not reported. It was not reported if the patient was retrained on proper aseptic technique. At the time of this report, the patient was recovering from the event. No additional information is available.